Event description:
The sales rep reported the following on behalf of the surgeon: "dr treated a pt with a gamma3 nail. The surgeon said that this operation went according to the procedures. After two weeks the lag screw penetrated the femoral head and the acetabulum. The surgeon indicated that they suspected that the pt fell and that this possibly is the cause of the displacement of the screw. However, in the surgeon's opinion, the set screw should have prevent this from happening."

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Additional devices: 4060-0090s lag screw, stst gamma3 10.5x90mm lot no. K631084, 4125-1180s trochanteric nail kit, stst gamma3 11x180mm x 125, lot no k120201, 1796-5040s locking screw, fully threaded s2 5x40mm, lot no k964586.